Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hip surgery was extended by 70 minutes because the liner and head would not lock into each other.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the product revealed damage to the side of the outer poly and the metallic ring and damage to cocr head. A lab analysis conducted during this investigation concluded there is no damage to the articulating surface. There was damage seen on the outer diameter of the liner. The puncture through the side of the liner was likely caused by removal of the liner. The side lip of the head had been damaged/scratched. Based on these finding it cannot be concluded why the head would not lock into the liner, as described in the complaint. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.